Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device the reported event could not be confirmed. Upon sample receipt, the outer sheath did not show any significant elongations which indicates that no increased friction affected on the delivery system during the attempt to deploy the stent graft. During the performed function test, the stent graft could be deployed completely. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult vessel anatomy or challenging stent placement site. In this case, no information regarding the anatomy was provided. Insufficient flushing of the device prior to use may be another contributing factor. No information about the preparation of the device was provided. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or further procedural details.

Event description:
It was reported that the endovascular stent graft could not be deployed in the basilic vein. Another stent graft was used to complete the procedure successfully. No patient injury was reported.